Event description:
It was reported that the user placed the ilet on its charger and observed a green charging indicator, but the ilet did not power back on after charging; education and troubleshooting were completed and a replacement charger was arranged. Symptoms included no adverse clinical effects. Outcomes included no impact to health and no alarms. Investigation included remote troubleshooting and review of use conditions. Investigation of this case revealed a suspected charger or power supply issue resulting in failure to power the device on despite an apparent charge indication. It was concluded, based on previously established findings for similar reports, that the cause was likely a malfunction of the charging accessory or an intermittent power interface issue.